Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 25 mmol/l (450 mg/dl) with ketones present, while wearing the pod. The patient was unsure if the cannula was properly inserted into the infusion site and removed it. Hyperglycemia treated by applying a new pod and bolus 4 units.